Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use, a bd micro-fine¿ pen needle malfunctioned as the customer states ¿twice now I have injected and both times the needle has snapped and is still inside me. I have seeked medical advice and they said it is ok and I should be ok as long as it doesn't happen again. I have one in my belly and one in my leg.¿ medical advice was given per statement of consumer, however no further information is available regarding what type of medical treatment patient received or medical interventions given.

Manufacturer narrative:
Results: bd did not receive any samples or photos from the customer for evaluation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: unable to determine a root cause. No samples or photos were returned for evaluation.